Manufacturer narrative:
(B)(4). Event description continued: it was noted the stent implant had dislodged from the sds and remained in the anatomy. The stent implant was located inside the inner lumen distally in the sheath and the implant was noted to be smashed. A snare device was successfully used to remove the stent implant, however, the implant was stretched during the extraction thorough the sheath. A 2.5 x 22 mm non-abbott stent was deployed to successfully complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided concomitant products: guide wire: elite; guide cath: 5 fr, 6 fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the moderately tortuous, heavily calcified, 99% stenosed concentric, de novo proximal left anterior descending (lad) artery predilatation was performed with a 2.5 x 15 mm non-abbott balloon dilatation catheter (bdc). An intravascular ultrasound (ivus) catheter was delivered but met resistance advancing to the lesion. A 1.5 mm rotablator was used to remove the lesion calcification and the ivus was again delivered with some resistance. The 2.5 x 38 mm xience xpedition stent delivery system (sds) was advanced but the stent implant did not completely advance into the distal part of the targeted lesion. A double wire technique was used, however, the sds did not cross the lesion. A 5-in-6 technique [5fr guide catheter used inside a 6fr guide catheter] was attempted. The 5 fr guide catheter was advanced out the 6 fr guide catheter into the anatomy but the 5 fr guide could not cross the calcification in the anatomy. The sds was advanced and retracted through the 5 fr guide catheter into the anatomy but the sds did not reach the lesion. During this dottering with the sds, the 5 fr guide catheter moved distally. After several unsuccessful attempts to advance the xience xpedition sds, it became entangled with the tip of the 5 fr guide catheter. An attempt was made to remove the sds and the 5 fr guide catheter, however, the sds stent implant became entangled with the tip of the 6 fr guide catheter. The entire system of the sds, 5 fr, and 6 fr guide catheter were removed from the anatomy through the sheath with some resistance met.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and dislodgement were able to be confirmed. The failure to advance, difficult to position, and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.